Event description:
It was observed that during the device evaluation, the flex video scope exhibited residual liquid or foreign material come out of channel-tube, air water-cylinder (tube) had white foreign objects, air water-tube had white foreign objects. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. The most probable cause of the complaint was not established. Based on the results of the investigation, the foreign material could not be identified. It is likely the result of insufficient reprocessing, however a definitive root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.